Event description:
Biomed reported a "channel disconnect". He stated that the pump was on a patient when it disconnected but was immediately reconnected so there was no harm to the patient . The biomed also reported that the IV sets or accessories in use were not available for evaluation. Medical intervention was not required. Although requested, no additional patient or event details were available.

Manufacturer narrative:
(B)(4). The reported issue was confirmed and duplicated during the investigation. The right iui had contamination and minor corrosion on the pins. A temporarily installed new iui connector to the right side of the pump module resolved the connection issue occurring. Cleaning of the original iui connector in accordance with the dfu also resolved the connection issue. The cause for the channel connection issues experienced of the pins on the right iui connector of the pump module. Note: information received from biomed after receipt of investigation results revealed that the facility was using a cleaning solution not approved for use per our dfu. The biomed indicates that they have discontinued use of this cleaning agent.